Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with the following pre-op diagnosis: l3-4 adjacent segment failure with bilateral neural foraminal stenosis and bilateral l3 radiculopathies with a right l4 radiculopathy. Status post l4-5 decompression and fusion with persistent severe right l4-5 neural foraminal stenosis right l4 pseudoarthrosis. Procedure: l3-4 bilateral laminectomies bilateral facetectomies bilateral foraminotomies for decompression of the l3 nerve roots. L3-4 posterior lumbar interbody fusion using peek interbody cages allograft and bmp. L4-5 assessment of fusion and removal of hardware. L4-5 right sided hemilaminectomy facetectomy and complete foraminotomy for decompression of the right l4 nerve root. L4-5 removal of hardware. L3- 4 posterior lateral fusion using pedicle screws bilaterally at l3 and l4 with connecting rods and posterolateral bone graft consisting of laminar bone allograft, bmp. Perop: appropriate size peek interbody cage was selected and filled with allograft and bmp and then inserted under fluoroscopic guidance. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.